Event description:
Complaint received that this bed will run on its own, (hi / lo). No reported injury.

Manufacturer narrative:
Technician has not been able to duplicate issue. Found the board was corroded. Technician was able to clean board to resolve this issue.